Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grip tips opened and closed properly. Visual inspection internal and external it was performed and passed. Manual articulation was performed with no issues. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wrist of a mega suturecut needle driver instrument did not move correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.